Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that her implant was replaced because there was a problem with it. Caller clarifies that by this she means that when stim was on she wasn't ever feeling anything and she wasn't getting therapeutic benefit. Caller mentioned when a clinician programmer was used then she could sometimes feel stimulation. Caller stated "he thought it was the battery" but they don't know for sure. Caller confirmed they don't know exactly what was the cause of the problem, she only knows it lost effectiveness with her bladder symptoms. Caller stated it helped for a while but then it didn't. The event started occurring roughly 3months after implant. A revision was done on (B)(6) 2018.the patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.